Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced autofill failures. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and verified the autofill failure alarms in the iabp log files but was unable to duplicate the customer's reported issue. The fse suspected that the issue was caused by the intra-aortic balloon (iab), or iab connection. Subsequently, the fse completed all safety, functionality, and calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced autofill failures. It is unknown under which circumstances the event occurred, or if a patient was involved, however, there was no adverse event reported.